Manufacturer narrative:
The implantation date was not provided by the initial reporter. The implant was removed on (B)(6) 2020 and was received by paragon 28 on 09/21/2020. The device history record was reviewed and met all material specifications with no deviations identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that nine months after implantation, a phantom 4-hole intramedullary nail broke at the distal cuneiform hole. The patient had reported pain at the area of fusion and the surgeon confirmed a nonunion at the first tarsometatarsal joint. It was reported that patient was complaint to post operative instructions provided by the surgeon. A revision surgery was completed on (B)(6) 2020 to remove the broken hardware.